Manufacturer narrative:
The device was returned to olympus for evaluation and the probe unit was found to have a deep cut that reached to the hard part under the pink probe. The following additional issues (non-reportable) were identified during inspection: the channel system was obstructed, the echo signal was missing and the distal end adhesive was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): never perform angulation control forcibly or suddenly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the ultrasonic gastrovideoscope to olympus repair center for evaluation of a reported obstructed channel system. The issue was found during maintenance. During the evaluation, the probe unit was found to have a deep cut that reached to the hard part under the pink probe. No patient injury or harm has been reported. This report is being submitted to capture the deep cut that reached to the hard part under the pink probe found during the repair evaluation.